Event description:
On initial contact, dentist reported handpiece burned a pt. Made an additional attempt to obtain further info regarding details of pt, date of injury and nature of injury, but dentist did not wish to provide info.